Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting the v60 ventilator would not come out of standby mode as expected. The device was not in clinical use. The issue was identified in testing. There was no report of harm. The device was removed from service. A philips remote service engineer (rse) evaluated the issue with the bme and determined onsite service was advised to explore all potential causes. The customer requested guidance regarding the proper exit mechanism of standby mode.

Manufacturer narrative:
A philips field service engineer (fse) and philips clinical specialist evaluated the device and could not confirm the reported issue. The problem described (where the unit did not appear to resume ventilation support from standby mode upon connection to a spontaneously breathing patient) could not be duplicated in testing. The service team reported device performed as expected, coming out of standby with a normal effort, as soon as flow reversal was sensed by the device. The fse performed biomedical inspection and verifications to ensure the device functioned /behaved normally from a biomedical perspective. Additional information regarding the philips v60 ventilator behavior was provided to the customer, as follows. The algorithm in use by v60 to determine the patient is re-connected (taking the device out of standby) is a bit complex.. ¿ if negative flow (flow return to vent) is detected, the vent will exit standby. ¿ if the measured total flow indicates the significant reduction of leak, it will exit standby. (Expectation is that the exhalation will cause the total flow to be reduced, it not negative). In this case, we are also expecting proximal pressure to read some positive pressure. The algorithm was developed to allow the unit to stay in standby mode with some disturbance to the circuit, while trying to be sensitive to patient reconnect. There are many different patient circuit configurations possible in the clinical environment. (Heated/non-heated) as well, many different patient interfaces and filters that can be used in clinical settings. Philips cannot validate or recommend any third-party circuits/masks/filters be used with v60 ventilators. These can in some instances have differing characteristics/resistance properties. Any of these combinations can result in unexpected behaviors , or can alter the ventilator¿s sensitivity to resume support from standby mode. In all instances, when a clinician re-installs a bipap mask on a patient they must monitor closely that the device does sense the patient and resumes to provide support. If not, they must touch start s/t mode from the standby screen. Continue to monitor closely. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.